Manufacturer narrative:
The device was not returned for eval and there is no evidence to suggest there was a device malfunction. A review of mfg records confirmed the device met spec prior to shipment.

Event description:
The lariat was being used to ligate the left atrial appendage. Ligation of the laa appeared successful after two attempts to capture the multi-lobed laa. Upon removal of the device, the physician encountered some resistance which required him to "tug" on the device. The physician commented that blood was beginning to come out of the sheath as he "tugged" on the device to remove it from the pt. At this point, it was noticed that broken suture had come out of the pt along with the device. A drain was immediately placed to manage the bleeding. The pt went to surgery and the surgeon was able to repair the laa suing suture and a surgical clip. Per the physician, the pt was reported as stable post-surgery.